Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous sporadic blood glucose (bg value not provided); cause was not known. Contact reported pump appears to be "working fine". Recommendation was made for the customer to discuss the event with a healthcare provider.